Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced pump stop alarms while connected to the patient cable. The patient has not yet had any alarms while connected to battery power. The patient exchanged out the patient cable for an ungrounded patient cable.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.